Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is compressor is noisy. Additional malfunction identified on the irs is a defective power switch (aka on/off switch) with no alarm. Technician notes on irs notes no alarm on unit start up. The reason for repair non-functioning alarm issue is a reportable event which is the basis of this FDA report.